Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that three (3) right rev femur with 13x160 pressfit stem trials were used during trialing, the seating was correct, but during a tka surgery performed on (B)(6) 2023, upon usage of actual implants it sat roughly 1cm proud and would not advance further. The lgn pressfit stem 13mm x 160mm was exchanged. Patient's current health status is unknown. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.